Event description:
Attempted thrombectomy with inari arterial thrombectomy system. First attempt was successful, however residual clot remained. During second attempt, the distal radiopaque marker on the inari sheath detached from sheath for unknown reason. It appeared to be imbedded in the residual clot.